Event description:
It was reported that during a scheduled vena cava filter retrieval, the ivc was noted to be tilted and some filter legs appeared to extend outside the ivc wall. The filter retrieval was unsuccessful. The current pt status is unknown.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.